Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was an error at power up on arm1. Site said error code was 32056 and that a couple power cycles were done and error returned. Technical support engineer (tse) help with a hard power cycle of the system and error did not return at that time. Tse advised that if error returns to call in and that they should be able to disable arm if needed. Customer followed back up prior to start and confirmed 32056 error returned. Customer disabled arm 1 and site planned to work with a 3-arm system at this time. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the errors 1123, and 32056 indicating a failure to initialize i2c devi pointing to the yaw and the error 906 was triggered due to the error logs being full caused by the 1123 and 32056, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the errors 32056 and 1123 were triggered indicating a failure to initialize i2c device pointing to the yaw, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the agc current test failed pointing to the yaw. Once testing was completed, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the yaw searchlight ffc was found to be the root cause of the reported event.